Event description:
Additional information received reported that the patient passed away on (B)(6) 2012, and the healthcare provider (hcp) indicated an infarct as the cause of death, or possibly pulmonary lung embolism. It was confirmed that the pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died of decompensation cordis one day after a new pump implant. The reporter stated that the patient death was not related to the pump and no autopsy was performed; however, it was unclear if the death may have been associated with the surgery. It was indicated that the device system may have been used to deliver morphine.

Manufacturer narrative:
(B)(4).